Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of an air leak was not confirmed. However, during evaluation it was observed that the device was operating in the safety position (powerbroken) and the rotations per minute (rpm's) were 67,948 which was below the specifications (75,000 rpm). During repair, it was observed that the vanes were worn out causing the low rpm. It was further observed that the pawls release and lock cylinder were damaged causing the device to fail the safety assessment. It was determined that the issue with the (powerbroken) pawl release and lock cylinder was due to trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running, this is further defined as user error. It was determined that the vanes were worn out from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the hose of the motor device was leaking air. During in-house engineering evaluation it was found that the device was operating in the safety position (powerbroken), and the rotations per minute (rpm) were below specification. It was reported that there was no delay to a surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.